Manufacturer narrative:
(B)(4). Batch # r5a46w. Device analysis: the analysis results found that the ntlc55 device was received with no apparent damage and with a sr55 reload loaded in the device. The reload was received with the knife not completely within doghouse. It had the proximal three drivers up and the remaining drivers down with staples present and swing tab in the locked position. The cartridge reload swing tab was reset in order to fire the cartridge. The device was tested with the returned cartridge and fired without any difficulties. The staple line was complete and the staples met the staple form release criteria. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in incomplete staple line. It is possible that the knife exposure on the reload is consist with the firing knob not being returned completely prior to opening the device, causing the knife to not return completely to its home position. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified.

Event description:
It was reported that during a re-operation of enterostomy surgery, the device would not fire to sever the intestines tissue. Changed to a new reload to complete surgery. There were no patient consequences. No additional information can be provided.